Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial (B)(4), product type: recharger. The main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot (B)(4): occupation: non-healthcare professional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the metal piece on desktop charger's connector cord and recharger was not able to charge. Their device was in discharge but not overdischarge, and the representative was having the patient charge their implant. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger (B)(4) revealed broken connector pins. (B)(4) apply to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2018-jul-16 stating the patient's weight was unknown but they were out of their discharged state. Issue was resolved. No further allegations/complications were reported.